Manufacturer narrative:
(B)(4). Investigation summary: the analysis showed that the ats45 device was received with no apparent damage and with a reload loaded in the device. The reload was received partially fired 1/10 and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic appendectomy that the ats45 stapler would not fire. A second ats45 stapler was opened and used with no issues to complete the case. Another like device was used to complete the procedure. There were no adverse consequences for the patient.